Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. It was noted the complaint described normal operation depending on device settings and battery voltage at time of battery ejection, also normal when device is turned on for it to flash the spanish language words during boot up / self-test then go to english for this device and it did. Analysis also found the side bail covers and lower case were broken. Battery release, ring cover, and the battery drawer were contaminated. Lead flex cover was corroded and the battery contacts were compressed. (B)(4).

Event description:
It was reported the patient was being externally paced with an external pulse generator (epg) and the battery needed changing. The battery was taken out and instead of the epg giving 30 seconds to change over the screen went completely blank and there was loss capture for the patient. It was noted the battery symbol illuminated when replacing battery. Patient's hard wire monitor was alarming asystole. The device had to be turned on and it flashed up words in a foreign language. It was also reported as soon as battery went back in everything worked fine. The device was returned for repair. No further patient complications have been reported as a resultof this event.